Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout.based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb.in addition, our technician confirmed that the light guide cable buckled, and the insertion flexible tube worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.this defect occurred not during procedure.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.